Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (fault during charging) was confirmed. As received, the charger/modem was resetting. Upon evaluation, the q1 current controlling transistor was thermally damaged on the bedside board. The cause of the faults during charging is the thermally damaged transistor. The root cause of the damaged component cannot be positively identified. No adverse event resulted from the damaged component.

Event description:
A us distributor contacted zoll to report that a patient's charger was displaying a fault while attempting to charge a battery pack.